Manufacturer narrative:
The initial medwatch was submitted inadvertently. As the report was submitted via mfg report # 3013756811-2021-110903.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer¿s blood glucose level as pump is a demo pump and was not being used for insulin therapy.